Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was damaged while filling the cartridge with insulin and a piece of the septum was inside the needle. Customer's blood glucose level was not impacted. Reportedly, the customer successfully filled the cartridge.